Manufacturer narrative:
Additional information: d9, g1 (MFR contact first name, last name, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a hole where the catheter and extension tube meet at the junction site. Functionally, the distal end of the cannula was clamped and a water bath test was performed; air bubbles were detected at the connection of the extension tube on the blue port side. The red port side passed the air leak test. It was reported that there was a hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the emergency patient completed catheterization and when they were preparing to go on the machine for dialysis, they found that there was hole at the venous extension tube near the luer adapter. The tube had leaked and device (tube) could not be repaired. It was also stated that blood leak alarm was activated. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. Tego was not utilized and there was no luer adapter issue. Flushing was done with no abnormalities. There was nothing unusual observed on the device prior to use, no other products being utilized with the device and no other defects/damages were found on the product where the leak was observed. The clamp was not moved to a new location after each treatment. Re-catheterization was performed using a new device to resolved the issue. Treatment was completed. There was unspecified amount of blood loss and blood transfusion was not required. There was no reported patient injury.